Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having problems, namely feeling a pounding and a thudding in their lower left ribcage. The patient was seen for an adjustment after which the thudding was less frequent although they were seen for a second adjustment. The patient's left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.